Event description:
It was reported that the patient had 3 implanted pumps. The patient¿s husband found the patient on the floor. They found that there was an issue with the catheter giving her an increase in dose and the catheter was kinking. The pump was used to infuse an unknown type of drug.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).